Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. It was reported that act button was hard to push and insulin pump had rejected new batteries multiple time in the past. The battery life was diminished and it last about a week to week and half. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.